Event description:
It was reported that right ventricular lead exhibited noise which did not lead to any issues. The patient was asymptomatic. The lead measurements were within normal range. The polarity of the lead was set to unipolar. Programming changes were made. The lead would continue to be monitored.